Event description:
Additional information received indicated that the lead was repositioned on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the atrial lead exhibited high pacing impedance. The patient was brought into the clinic, and an x-ray confirmed that the lead was dislodged. Programming changes were made and continue to be monitored. The patient was stable.